Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate balloon ruptured during filling with imipenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured august 27, 2015- august 31, 2015. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination revealed no evidence of abnormalities on either the interior or exterior surface of the bladder or stressmember. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.